Event description:
Pt was undergoing a laser lithotripsy procedure. Physician was using a holmium laser (not a biolitec product). He placed the fiber inside a stone and the fiber tip either broke off or melted (not known). The pt will have to go back to surgery to retrieve larger fragments of stones and the fiber tip. (If possible), pt is pregnant & physiican did not want to keep her under anesthesia long.